Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation, the pump passed all functional tests and it was found that the device had no issue with "lost programming." Based on the investigation, the complaint allegation was not confirmed. Reporter submitted information on mw5086922.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. The pump was not in use when the reported event occurred. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. No adverse effects reported.